Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component for evaluation.

Event description:
The customer reported that their vela ventilator displayed an unresolved "xdcr fault, vent inop, and motor fault" alarms. The customer reported that there was no patient involvement.

Manufacturer narrative:
The vyaire failure analysis lab received the suspect main pcba and performed a failure investigation. The reported issue was confirmed in the laboratory setting. The root cause of the reported issue was found to be solenoid failure. Root cause was mentioned as material other issue.